Event description:
Article described a study comparing the lma-proseal with endotracheal intubation during laparoscopic cholecystectomy. Pts were stratified as non-obese or obese (body mass>30kg/m2). In one obese pt a satisfactory airway was established with the lma-proseal, however a sudden airway leak was observed approximately 60 minutes into the surgical procedure. The lma airway was removed and the pt was intubated. The pt did not have any post-operative pulmonary complications. There was no report of device malfunction associcated with this event.